Manufacturer narrative:
On (B)(6) 2015 11:22 am (gmt-4:00) added by (B)(6) ((B)(4)): the biomedical engineer replaced the bumper in place after the surgery and returned the device to service. A maquet field service representative evaluated the device and determined that the failure was caused by repeated collisions/impacts to the cupola.

Event description:
The customer reported that the bumper fell off during a surgical case. The procedure was completed without the bumper and no injuries were reported. (B)(4).